Event description:
The manufacturer received information alleging a ventilator failed the pm test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was recalibrated to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed the pm test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was recalibrated to address the issue. Further information received from repair evaluation, the device failed to power up at evaluation. The device's power management board needs to be replaced to address the issue. In addition to the above evaluation, during evaluation connector on trilogy system board w/ daughter board kit observed damaged connector. Board was replaced as discretionary replacement. Assembly error was found, which was not related to the malfunction/issue.